Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia while using steel infusion sets, requested a supply change, replaced all supplies, and resumed delivery without observed device issues during troubleshooting. Symptoms included elevated blood glucose, with a reported peak of 351 mg/dl, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary impact on blood glucose control for approximately one hour, without medical intervention, ketone testing, or use of backup therapy. Investigation included phone-based troubleshooting and user education focused on supply change and device use for a new user. Investigation of this case revealed no device malfunction or alarms and no identifiable device-related cause, with cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.